Event description:
Dr was using the burr in a drill while operating in the patient's mouth. The tip of the burr snapped off and became imbedded in the patient's mouth. The tip of the burr was removed by dr.